Event description:
The hospital reported a stuck diaphragm on the inspiratory flow sensor during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory flow sensor was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2021. Legal manufacturer: (B)(4).